Event description:
According to the available information two slings of the same lot number were used during an implant procedure. The suture broke during tensioning. The sling was not pulled all the way to the dynamic anchor.

Manufacturer narrative:
An altis sling and detached dynamic suture were returned for evaluation. Examination of the sling revealed the static anchor attached to the mesh. Microscopic examination of the static anchor revealed the tines to be bent outward, indicating the anchor had been implanted and removed. Microscopic examination of the dynamic end appeared to be rough and irregular, indicating stress was exerted. The dynamic anchor and tensioner were not received. Blood residue was noted on the sling. The information received indicated the dynamic suture detached during the procedure. Quality confirmed the detached dynamic suture. As the dynamic anchor and tensioner were not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. Detail was not provided as if there were any issues that may have occurred prior to the detachment. As the detachment ends of the dynamic suture were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information two slings of the same lot number were used during an implant procedure. The suture broke during tensioning. The sling was not pulled all the way to the dynamic anchor.